Event description:
Event description cpi received information that the ventak av implantable cardioverter defibrillator (ICD) was undersensing ventricular fibrillation after fibrillation induction. Physician noted decreased r-wave measurements and increased pacing thresholds with inspiration. Lead placement is reported to be acceptable. The ICD was removed and replaced with another av model 1821 serial number 206372. The vf undersensing was again noted with the new ICD.